Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited a cut on the pink probe cap as well as a chipped adhesive around the light guide lens; it was further observed that there was minor debris/foreign matter around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cut and chipping were due to random or expected component failure, further due to degradation of the affected components. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.